Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. No frozen display.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was entering her blood glucose on the insulin pump when the screen froze. She changed the battery and the insulin pump counted down. Customer's blood glucose level was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.